Manufacturer narrative:
The event was reported by the equipment nurse. The procedure was performed by dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there was difficulty passing a snare into the scope and was noted that the scope channel was blocked. The scope was then removed from the patient and a brush was then inserted into the scope channel; however, the brush was also unable to passed through the scope. It is unknown if the a water soluble lubricant applied to the top of the biopsy cap prior to use. Reportedly, during scope cleaning the sponge from the biopsy cap was found lodged in the scope channel. The procedure was completed with another scope and another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the event was reported by the equipment nurse. The procedure was performed by(B)(6) block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: an rx biopsy cap sponge was received for analysis. The cap was not returned. Visual and microscope inspection revealed there were irregular cuts on the sponge. The photos provided showed the sponge detached from the biopsy cap. The reported event of sponge detachment was confirmed. Based on the analysis performed and the available information, it is most likely that some technique applied while inserting the device through the cap and/or not enough lubricant while inserting the device led to the detachment of the sponge consequently causing the irregular shape on its cuts. The most probable cause of the reported event is "adverse event related to procedure," since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, there was difficulty passing a snare into the scope and was noted that the scope channel was blocked. The scope was then removed from the patient and a brush was then inserted into the scope channel; however, the brush was also unable to passed through the scope. It is unknown if the a water soluble lubricant applied to the top of the biopsy cap prior to use. Reportedly, during scope cleaning the sponge from the biopsy cap was found lodged in the scope channel. The procedure was completed with another scope and another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.